Event description:
It was reported that the pump had just been returned from the facility for an unrelated f-38 code and when the function of the air sensor was checked on an incoming inspection it allowed a large air bubble to pass undetected. When the calibration values were checked with an empty tubing the values were above the alarm threshold of 70 a/d counts. There was no patient involvement.

Manufacturer narrative:
Evaluation results: the infusion pump was evaluated by baxter healthcare. The device utilizes an ultrasonic sensor, where air would transmit the signal poorly and stimulate an air alarm. When an air filled intravenous tubing was loaded into the pump the transmitted ultrasonic signal at times did not drop below the threshold to initiate an air alarm. The service records just prior to the occurrence showed the pump successfully recognized air and the sensor values were within calibration. Further inspection of the pump showed no direct cause for the change in the air sensor values that were observed. The air sensing system for the pump was recalibrated before the pump was returned to the hosp.